Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Event description:
It was reported that the customer had a failed battery test alarm. Caller stated that issues with the pump have been getting worse over a period of time. Each time that they rewind the pump, they have to put in a new battery for every 2-3 days. Caller stated that today the battery just went dead. Pump had a blank screen and was turned off when the customer went to bolus. Customer has the pump and is not present. Customer does not wear the sensor. Customer did not receive a weak battery alert. Customer does not perform excessive button pressing. Backlight is not used frequently. Customer does not do daily set rewinds. A replacement battery cap will be shipped. Customer's father does not feel comfortable with the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Caller declined troubleshooting for blank display. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.